Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1729301, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the patient's vessel was too tortuous and the mynxgrip vascular closure device (vcd), couldn't be used. The vcd will be returned for analysis. Addendum (02/19/2018) additional information received indicated that the mynxgrip vascular closure device (vcd) peg sealant was not placed in the vcd¿s shaft tube and the vcd failed to deploy. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a diagnostic coronary/tfca procedure. The patient was not morbidly obese. Resistance/friction was not experienced as the vcd was advanced through the sheath. Excessive force was not applied during insertion. The sheath was not kinked/bent upon removal. The patient was noted to have recovered.

Manufacturer narrative:
It was reported that the patient's vessel was too tortuous and the mynxgrip vascular closure device (vcd) couldn't be used. Additional information received indicated that the mynxgrip vascular closure device (vcd) peg sealant was not placed in the vcd¿s shaft tube and the vcd failed to deploy. Manual compression was applied for more than 30 minutes to achieve hemostasis. The vcd was being used in conjunction with a 7f procedural sheath introducer for femoral arterial closure following a diagnostic coronary/tfca procedure. The patient was not morbidly obese. Resistance/friction was not experienced as the vcd was advanced through the sheath. Excessive force was not applied during insertion. The sheath was not kinked/bent upon removal. The patient was noted to have recovered. The product evaluation indicated that the failure experienced by the customer was an inability to advance in sheath and a sealant exposed prior to use. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were not returned with the device. The sealant was found on the catheter shaft and had no evidence of exposure to blood. The sealant sleeve was still in its manufactured position as received. Based on the reported information in which that said that the patient¿s vessel was too tortuous, the condition of the returned device indicated that the sealant may have been exposed during the device insertion step. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using an in house syringe. However, the balloon could not be inflated with water due to the device¿s inflation lumen was clogged by the dried contrast in saline solution. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Visual inspection at high magnification found evident of dried contrast in saline solution in the inflation tubing lumen and inside the balloon of the returned. A review of the manufacturing documentation associated with lot f1729301 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as inability to advance in sheath and sealant exposed prior to use was confirmed and the cause of the reported event may have been attributed to the condition of the patient¿s vessel. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip IFU. It should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.